Manufacturer narrative:
Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the system and a review of the logs. An error was found in the logs confirming the reported issue. The ventilator check valve was cleaned to resolve the reported issue.

Event description:
The hospital reported that the device displayed an "unable to drive bellows" error preventing mechanical ventilation. There was no report of patient injury.